Event description:
The customer reported that the left monitor image went black during a case. The text went from black to white.

Manufacturer narrative:
The ge service rep could not duplicate the problem. The saved image showed normal technique; therefore, determined the problem originated from the workstation. He replaced the image processor pcb and display adapter pcb as a proactive step and tested. The systen performs as intended.